Manufacturer narrative:
Date of event: unknown, was not provided if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Device evaluation: the intraocular lens remains implanted; therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There was no non-conformity report found in the review that was related to the reported complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient contacted abbott medical optics (amo) to report that he has been experiencing migraines and floaters, more pronounced in light, worst in right eye but also occurs in left eye after he had both of his eyes were implanted with amo lenses. In follow up with the doctor, the patient was in their clinic 2 weeks ago for follow-up and will have another follow-up after 3 months. Looking at the chart, it did not mention any major issues that the patient had. There was no mention of plan to explant the lens in the chart. No other information was provided. Patient had two lenses implanted. This report represents the lens implant in the patient's left eye. A report will be filed for the lens implanted in the patient's right eye.